Event description:
It was reported that "nuclear magnetic resonance enhancer" leaked from the pegasus bl 22ga x 1.00in prn-cap y at the insertion site during use. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that nuclear magnetic resonance enhancer at insertion site after injection".

Manufacturer narrative:
Investigation: sample and photos were not returned. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "nuclear magnetic resonance enhancer" leaked from the pegasus bl 22ga x 1.00in prn-cap y at the insertion site during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that nuclear magnetic resonance enhancer at insertion site after injection".